Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that some segments do not illuminate correctly. The unit is able to engage in monitoring using a masimo test module and finger/sensor although the values are not fully readable. The system board was found to be damaged.

Event description:
It was reported that when the rad 5v was turned on they were unable to read values given in led. They applied to caregiver and realized led was missing in front. " if you were trying to read an 8 it would read 3. This was not on a patient and was not patient related this is an issue with the display. There was no known impact or consequence to patient.